Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this lead experienced a worsening of right-sided heart failure in association with right ventricular pacing (rv). The patient was seen for a revision procedure where the lead was explanted. The physician felt that the patient likely had a pre-existing condition that was made worse with rv pacing. There were no allegations against the functionality of the lead. There were no additional adverse patient effects reported.